Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in the patient's anatomy and caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent had dislodged prior to use. There was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). (B)(4): results - quality engineering could not determine a root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon and in the guide wire lumen. There was contrast in the inflation lumen and in the balloon. The stent implant was not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was a kink in the hypotube 27.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. Product performance engineering reviewed the incident information results of the returned product analysis. It was reported that the stent implant of a 2.5 x 23 mm rx mini vision stent delivery system dislodged prior to use. Reportedly, there was no patient involvement. Analysis of the returned product indicated presence of blood in the guide wire lumen and on the balloon, in addition to contrast in the inflation lumen and in the balloon. These suggest that the product preparation for use was essentially completed and that the sds was at least loaded onto the guide wire. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. Analysis of the returned product without the stent implant indicates presence of crimp marks between the markers of the balloon, suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. It is possible that positive pressure was applied to the system during the preparation for use considering that the balloon was noted as loosely folded. This may have contributed to the reported stent dislodgement. The protective sheath and stent implant were not returned which may have assisted in the investigation. Ultimately, the cause of the stent dislodgement is unknown, but there is no indication of a quality issue. A review of the lot history record did not reveal any nonconforming material reports and a query of the complaint-handling database indicated that there has been no similar complaint for the lot in question. The noted kink in the hypotube distal to the strain relief tubing was not reported in the incident and may have occurred during the packing of the product for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported complaint of stent dislodgement. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.